Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-9 alarm. This occurred prior to use, so there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues identified. The reported condition was not verified. However, the device was found to be out of specification due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.